Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "air in line" alarm was confirmed during evaluation. Evaluation found the upstream sensor current reading to be out of specification (low), caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant air in line alarm. There was no patient involvement.